Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
On (B)(6) 2021 it was reported that the patient had acute on chronic combined systolic and diastolic heart failure requiring intra-aortic balloon pump insertion. On (B)(6) 2021 the patient had a cardiac arrhythmia and was treated with cardioversion by being defibrillated twice for ventricular failure (vf) after bypass. The patient had leukocytosis with baseline white blood cell count of 6.54 post implant on (B)(6) 2021 and on (B)(6) 2021 13.83. They also reported other hepatic dysfunction with a total bilirubin of 1.9, direct bilirubin 0.7, indirect bilirubin 1.2, and ast (aspartate aminotransferase) of 103. On (B)(6) 2021 it was reported that the patient had negative myoclonus. Neurology consult examination clearly showed negative myoclonus bilaterally with some sporadic myoclonic jerks of the proximal right arm with no other asymmetrical weakness. This was most likely from the setting of toxic-metabolic encephalopathy or alternatively due to medication. The patient had a similar presentation about one year ago when it was possibly attributed to zosyn that the patient was taking at time of this event. On (B)(6) 2021 the patient reported to have an altered mental status. The patient was alert and oriented once; and was unable to identify season, president, month, and was uncertain about events or vad (ventricular assist device) implantation. Given significant change in mental status code stroke while awake. There was facial droop in the setting of recent pain medications and confusion in setting of oxycodone / dilaudid. From (B)(6) 2021 - (B)(6) 2021 stroke was confirmed (nihss 2) through an eeg (electroencephalogram). On (B)(6) 2021 CT chest impression found areas that were concerning for multifocal aspiration pneumonia. On (B)(6) 2021 an infection from a positive urine culture was found. The patient received cefepime once a day which was discontinued on (B)(6) 2021. 4.5g zosyn was received on (B)(6) 2021 followed by 4.5g IV (intravenous) zosyn q12 hours. The patient was found to be hyponatremic with sodium levels being 132 on (B)(6) 2021, 133 on (B)(6) 2021, 131 on (B)(6) 2021, and 131 on (B)(6) 2021. Phosphatase was elevated to 149 and remained elevated through (B)(6) 2021. Low flow alarms were present when the patient was standing and being worked on. Status post a d5w (dextrose 5% in water) bolus on (B)(6)2021 and (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files were submitted for review. According to the account, the low flow events were caused by poor intake. A direct correlation between (B)(6), and the reported events could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document 100169835, rev. C is currently available. Section 1 of this IFU lists cardiac arrhythmia, infection, hepatic dysfunction, stroke, bleeding, and neurological dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, section 6 lists arrhythmia, hypovolemia, and neurological dysfunction as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2021, the patient had a CT chest angiography with IV contrast on the right posterior which showed a hemothorax elongated pleural based nodule which was likely a small hematoma. There was moderate left-sided pleural effusion with near complete atelectasis of the left lower lobe. On (B)(6) 2021 a chest x-ray showed moderate to large left pleural effusion to be present. The right lung field was clear and no indications of pneumothorax. A repeat chest CT scan in 2-4 weeks was recommended to ensure resolution. The (B)(6) 2021. The low flow alarms were caused by poor intake, and the patient was bolused with d5w. A low flow prescription controller was requested from the manufacturer and the patient was discharged from rehab and was doing well as of (B)(6) 2021.